Manufacturer narrative:
A ge service rep performed an on site investigation. The heater pcb was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system had gray image during a case. The procedure was completed without further incident. No pt injury was reported.